Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with an injection after treating with her pump. Customer was experiencing low blood glucose. Customer's blood glucose was 42 mg/dl but was not hospitalized. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer had to inject with a shot manually to get her blood glucose down.